Event description:
It was reported that there were missing parts from the plunger. No patient injury or involvement were noted.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed parts of the plunger head were missing. A review of the event history log identified flange sensor error. Visual inspection confirmed the reported issue. The root cause of the was due to customer's misplacement of the parts of the plunger head. No further action will be taken on this issue. Installed missing parts of the plunger head.